Manufacturer narrative:
Based on the claim against the product by the customer noting repeated erbe errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted errors I-71 and c-00. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported failure of erbe errors m-02-3/1-87 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection, the unit was in good condition. The unit will be returned to original equipment manufacturer for repair. The complaint regarding erbe errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure. The surgeon was able to continue with the procedure robotically with the esu, however, the esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a convert/abort.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer informed from outside the or that they had had ongoing issues with erbe 1-71 and c-00 errors. Prior to calling, the customer power cycled the erbe and the issue resolved. The technical support engineer (tse) reviewed the logs and found error m-02. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer corrected the procedure information. The customer informed that the system functionality was checked upon powering on the system and the system initially power on without errors. The erbe had errors. Actions were taken to proceed with the procedure and the procedure was completed using the same erbe. The procedure was completed robotically with no injury to the patient. Patient information was requested but unable to be provided.